Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the brake was worn. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.